Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was felt when the 2.25x28 mm xience v stent delivery system (sds) was advanced into the moderately calcified, distal right coronary artery from the guiding catheter. The sds could not be retracted from the guiding catheter; therefore, the whole system including the guiding catheter, xience v and guide wire were all removed from the patient. It was found that a stent strut was flared and sticking in the guiding catheter. The nurse separated the sds and guiding catheter by cutting the sds catheter from guiding catheter. The procedure was continued with balloon angioplasty, with no stent implantation. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the stent delivery system (sds) noted blood in the guide wire lumen, which suggests a guide wire had been loaded into the lumen. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts in the first and second rows of the proximal end of the stent implant. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The shaft was separated 1.3 centimeters proximal to the proximal balloon seal and the material at the separation was smooth. Reportedly, the sds and guiding catheter were separated by the nurse cutting the sds catheter from the guiding catheter, thus, there is no indication of a product quality deficiency. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The patient anatomy was moderately calcified, which likely contributed to the reported failure to cross. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. It is likely that the stent interacted with the guiding catheter during retraction, damaging the struts, and contributing to the difficulty removing the sds through the guiding catheter. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. A review of the lot history record did not reveal any non-conforming material records that could have contributed to this incident. There is no indication of a product quality deficiency.